Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The same day as the event onset, the patient was hospitalized for the event. On an unknown date, the patient was treated with vancomycin injection (1gm, every 4th day) and gentamycin injection (40mg, once daily) for peritonitis. On an unknown date, the patient was discharged from the hospital and recovered from peritonitis. The patient was not retrained on the proper aseptic technique. On the same day as the onset of peritonitis, the catheter was removed and pd therapy was discontinued until re-catheterization. No additional information is available.